Event description:
Report received of a filter leak. The pt was set up to receive 517ml total volume of paclitaxel. Approx 30 minutes after the initiation of the infusion, it was noticed that the extension set filter had leaked approximately 96 ml from the filter vent holes. There was skin contact of the paclitaxel with the pt. The pt's skin was cleaned according to the hospital policy. There was no skin irritation reported or any adverse pt sequelae. The filter extension set was changed and the therapy was resumed without any further incident. Though requested, no add'l info was available.